Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) had the home patient (hp) check the connections and lines. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting, and there were no patient extension lines in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected, and there was nothing unusual noted about the supplies. The supplies had not been damaged by an outlet port clamp or assist device. The hp had an open clamp on an unused line. The tsr explained proper procedures concerning unused line clamps. The tsr had the hp power cycle the hc to end therapy and advised to finish with manual supplies and for the hp to call her registered nurse about the possible exposure to unsterile air. The hp understood and would end therapy for the night. The hp stated she would call her nurse in the morning. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. There was no reported device malfunction therefore no further investigation will be performed.